Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that the pink rubber coating of the device probe had a deep cut and hole, exposing the core. Other observations for the device: missing electrical connector lock pin; multiples broken elements on the ultrasound image; video image has stain and rainbow color; multiples buckle on the light guide tube and ultrasound; and excessive play on the control knob. The user¿s complaint of damaged transducer was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair for an issue of damaged transducer occurring during preparation for use. There is no patient involvement. Upon evaluation of the returned device, it was observed that the pink rubber coating of the device probe had a deep cut and hole, exposing the core. This medwatch is being submitted for the reportable issue of the deep cut on the device probe observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damaged transducer could not be determined. Olympus will continue to monitor field performance for this device.